Event description:
It was reported that there is some question as to whether the vns generator was functioning normally. The pt reported had a lot of seizures the week prior to report. Per physician, the pt has a "...failed generator which is now probably ten years old." The pt will be referred for generator replacement surgery.